Event description:
Broken implant symptomatic for the patient. Fusion occurred, no new surgery necessary.

Manufacturer narrative:
X-ray inspection confirmed that fusion occurred. Technical discussion with the surgeon determined the breakage was asymptomatic for the patient. The root cause of the event is unknown. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.